Event description:
In attempt to use defibrillator during a code, the defibrillator would not charge because the battery would not maintain charge. The defibrillator had to be plugged in to electrical wall outlet in order to work. Battery was replaced.